Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: weight to the spec, deformation device and creases fold. Bubbles in the gel observed after autoclave cycle base on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture, baker grade IV. Device has been explanted.